Event description:
It was reported that there was bubbled and delaminated downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint is confirmed. It was found that the downstream occlusion (dso) seal is bubbled and detached. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.